Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on freeze and fatal error had occurred. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on freeze and fatal error had occurred. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen, and a fatal error occurred due to a network problem. A field service engineer collaborated with the hospital information technology team and found that the hospital was using the wrong vlan connection. The system was connected to vlan 210 instead of vlan 208, which is designated for bd medstations. As a result, the medstations were not properly connecting to the hospital network, causing various issues such as loading failures, freezing upon reboot, and login errors. The hospital it team switched from vlan 210 to vlan 208, ensuring proper connectivity. The field service engineer then logged in, accessed the adapter settings, and updated the ip address, subnet, and gateway to the correct configurations for all three medstations. After making these adjustments, the issue was finally resolved. The system functioned as intended after the field service engineer repaired the device.